Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for infection hematogenous seeding: infection - deep event is serious and is considered moderate. Event is definitely related to device and is possibly related to procedure. Date of implantation: (B)(6) 2009; date of event (onset): (B)(6) 2020; (right knee). Treatment: revision of right total knee with exchange of tibial insert, on (B)(6) 2020.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doi: (B)(6) 2009. Primary operative notes indicate the patient received a right pfc sigma total knee to treat end-stage arthrosis. The patella was resurfaced, and unknown cement was utilized. The procedure was completed without complications. Clinic note dated (B)(6) 2020. Patient presented status post right hip I & d due to infection with right knee pain and swelling. Radiographs were unremarkable and showed a stable tka. Knee joint aspiration performed, and cloudy fluid sent to pathology. The surgeon notes the initial infection began as urosepsis and seeded the right hip tha and may have progressed to the knee. The patient was placed on lifetime doxycycline therapy. The information for the date of and implants used in the hip procedure are not provided. Clinic note dated (B)(6) 2020. Right knee aspirate is positive for staphylococcus epidermidis. Patient is referred for I & d and insert exchange. Dor: (B)(6) 2020. Patient received a right knee I & d and polyethylene exchange to treat an infection. Upon entering the knee, the surgeon notes there is global instability and slight proximal tibial erosion. Mild synovitis as well as an overgrowth of patellar synovium and bone were excised. A medial mcl release was performed. The femoral component, tibial tray, and patella were well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with a depuy product. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.